Event description:
"Infection in pocket. System removed."

Manufacturer narrative:
A slight circular indentation noted on the anode of the connector appears to have been caused by the pacemaker header set-screw. No allegation co's lead failed to meet its performance specification or caused or contributed to the infection. Proof of sterilization is on file. Infection is a recognized clinical event referenced in the device's labeling as a potential complication associated with lead implantation.